Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken distal pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp was still installed within the clevis. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding the broken tip was confirmed by failure analysis. Common causes of broken - distal instrument pitch cables, whether partial or full, are attributed to damage to the cable through external collisions, during transport and/or storage, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the tips of the mega suturecut needle driver were not holding up. The procedure was completed with no reported injury.